Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 188 mg/dl and their sensor glucose read 65 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. Customer's blood glucose was 294 mg/dl at the time of the call. Customer was advised to monitor their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.